Manufacturer narrative:
The device was returned to stryker for evaluation. The reported issue was verified and duplicated. Evaluation determined the root cause to be a faulty reed switch sw5. This device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device did not power on as expected when the lid was opened. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not power on as expected when the lid was opened. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.